Event description:
A filter did not fully deploy out of the carrier capsule during a deployment. The filter was deployed after being manipulated with the wire. Filter placement was successful with no pt complications. The device remains implanted and is not available for evaluation. Follow up revealed the wire used for placement was removed before filter deployment. It was indicated a pre-placement cavogram was not performed prior to filter placement and continual flushing of the carrier system during the implant procedure was not performed. Co believes these factors may have contributed to this event.